Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): (B)(6) 2023 initial result = 0.02 s/co, repeat = 0.03 s/co, a new sample was collected and generated a negative result of 0.03 s/co, rpr = positive, colloidal gold = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-77 has a similar product distributed in the us, list number 7p60-21/-31.

Event description:
The customer observed false nonreactive alinity I syphilis results for one patient. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): (B)(6) 2023 initial result = 0.02 s/co, repeat = 0.03 s/co, a new sample was collected and generated a negative result of 0.03 s/co, rpr = positive, colloidal gold = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with lot 45312be01. In-house sensitivity testing was completed using a retained reagent kit of lot number 45312be01. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 45312be01 was identified.section d4 expiration date has been updated from 10/23/2023 to 10/20/2023.